Event description:
During a coil embolization procedure of an av fistula in the vertebral artery, the dcs coil delivery system would not re-zip. The physician placed an unknown single marker excelsior microcatheter in the vertebral artery over a radiofocus 0.016 guidewire. A 8 x 24mm dcs coil attached to a dcs syringe, was advanced through the catheter to the target site without difficulty. During positioning of the coil, the physician was not able to access the proper time/place to detach the coil; therefore, he decided to exchange the microcatheter. He attempted to re-zip the coil, but the zipper stuck and the introducer could not cover the delivery tube. The physician removed the dcs system and the microcatheter. Another microcatheter and dcs system were successfully used. There was no reported patient injury.

Manufacturer narrative:
In summary, this female patient was admitted for coil embolization of an av fistula within the vertebral artery. The physician placed an unknown single marker non-cordis microcatheter in the vertebral artery over a non-cordis 0.016 guidewire. A dcs coil attached to a dcs syringe was advanced through the catheter to the target site without difficulty. The physician was unable to properly position the coil and decided to exchange the microcatheter. While attempting to re-zip the coil, the zipper became stuck. Another microcatheter and dcs system were successfully used. There was no reported patient injury. The exact cause for the customer complaint appears to be that an attempt was made to re-zip the introducer over the support coil instead of the hypotube, which is not supported by IFU embolic coil retrieval process. Procedural manipulation may have had an impact on this event. Upon inspection of the returned product, the complaint was confirmed. The dcs unit was received intact; however, the zipper was stuck over the support coil and the introducer. There was no visible hub damage or kinks/bends in hypotube. It appears that an attempt was made to zip the introducer to the support coil instead of the hypotube. During functional analysis, the zipper was repositioned distally on the introducer to remove it from over the support coil and introducer. From this position, an attempt was made to re-zip the introducer over the support coil. Because the support coil does not provide the rigidity of the delivery tube, the zipper slid over both the support coil and the introducer and became stuck. This is the same condition of the unit when received. The manufacturing records for the reported lot number were reviewed and confirmed that the device met quality standards for product release. The cause for the reported customer complaint appears to be that during an attempt to retract the coil, the introducer was zipped over the support coil instead of the hypotube.